Event description:
When assembling prosthetic knee (posterior augments to femoral portion of total knee), tip of special screwdriver sheared off. Ball tip of screwdriver lodged in head of screw. Repeated attempts to remove screwdriver tip were unsuccessful. As tip was lodged below head of screw, the physician implanted the prosthesis and the screws were covered with bone cement.